Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The failures were consistent with forcing the cutter into the unit and not locking it completely and also using the device safety while the device is in use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device burr would not lock. During service and evaluation, it was determined that the motor device had a cut in the hose near the muffler area, the pawls, cylinder pawls, and pawls release were damaged which caused the device to overheat and not hold the cutter securely. The device was also determined to be power broken. It was further determined that the device failed pretests for hose verification, cutter lock, temperature and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.